Event description:
It was reported to philips that the device was unable to obtain four lead ECG readings. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.